Manufacturer narrative:
Analysis was able to confirm the customer comment that the display would not illuminate. It was noted that the back light was intermittent. As a preventive measure the main printed board was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) liquid crystal display (lcd) would not illuminate. The epg was returned for repair. There was no patient involvement.